Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High fasting blood sugar of 434 mg/dl [blood glucose increased]. Novopen 6 pen was broken [device breakage]. Case description: study ID: (B)(6) -innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 163 cm. Patient's weight: 85 kg. Patient's bmi: 31.99217130. This serious solicited report from turkey was reported by a consumer as "high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased)" beginning on (B)(6) 2025 , "novopen 6 pen was broken (device breakage)" beginning on (B)(6) 2025 and concerned a 681 months old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "dm", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "dm". Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: diabetes (type and duration not reported), kidney failure, heart disease historical condition: near vision problems. Procedure: brain stent operation. Treatment medications included - insulin [insulin nos]. On (B)(6) 2025, patient was hospitalized due to high fasting blood sugar (blood glucose) of 434 mg/dl. Patient reported that their novpen 6 was broken and hence could not administer ryzodeg, which resulted in high blood sugars. Insulin was started to be administered intravenously and his blood sugar (blood glucose) dropped to 308 mg/dl. Novopen 4 was sent to the patient. Other details of hospitalization were not reported. Batch numbers: novopen 6: requested. Ryzodeg penfill 100 u/ml: ps6lw37. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased)" was unknown. The outcome for the event "novopen 6 pen was broken (device breakage)" was unknown. Reporter's causality (novopen 6) - high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased): unlikely. Novopen 6 pen was broken (device breakage): unknown. Company's causality (novopen 6) - high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased): possible. Novopen 6 pen was broken (device breakage): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased): unlikely. Novopen 6 pen was broken (device breakage): unknown. Company's causality (ryzodeg penfill 100 u/ml) - high fasting blood sugar of 434 mg/dl (sugar fasting blood level increased): possible. Novopen 6 pen was broken (device breakage): possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High fasting blood sugar [blood glucose increased]. Novopen 6 pen was broken [device breakage]. Case description: investigational result. Name :novopen 6 blue, batch number:unknown. No investigation was possible, because neither sample nor batch number was available. Name:ryzodeg penfill, batch number: ps6lw37. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission, the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 09-may-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary name: novopen 6 blue, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: batch numbers: novopen 6: nvgce80 ryzodeg penfill 100 u/ml: ps6lw37; investigational result: name: novopen 6 blue, batch number: nvgce80. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number: ps6lw37. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission, the case has been updated with the following: device tab: batch number of novopen 6, device available for evaluation and returned to manufacturer on updated. EU/ca tab: further investigation updated. Device addendum: device narrative updated. Narrative updated accordingly.

Event description:
Case description: the outcome for the event "high fasting blood sugar (sugar fasting blood level increased)" was recovered. Since last submission, the case has been updated with the following: outcome for event high fasting blood sugar was updated to recovered narrative updated accordingly.

Event description:
Case description: investigational result novopen 6, batch number: nvgce80. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Several eod-related errors, negative doses and device resets were observed. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts. Microscopic examination performed. Foreign matter was observed on the domes. The display shows two lines/ error/ has turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display. The fault is caused by accidental damage during use of the device. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines or "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Name:ryzodeg penfill, batch number: ps6lw37. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. A visual examination of the returned product was performed. The cartridge was emptied in a normal manner. Due to this it is not possible to investigate the returned sample comprehensively.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission, the case has been updated with the following: imdrf codes changed malfunction changed to yes investigational results changed for novopen and ryzodeg narrative updated accordingly. Final manufacturer comment: 05-sep-2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. The display shows two lines / error / has turned blank due to corrosion of the electronics, as a liquid has entered the pen. It is not possible to transfer any data to any app when the electronics are not working due to corrosion. It is also not possible to use the dose memory function. The mechanical function of the pen is not affected by the faulty display. The fault is caused by accidental damage during use of the device. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary novopen 6, batch number:nvgce80. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. Several eod-related errors, negative doses and device resets were observed. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts. Microscopic examination performed. Foreign matter was observed on the domes. The display shows two lines/ error/ has turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display. The fault is caused by accidental damage during use of the device. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines (- -) or "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device.